Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, quality control data, and specifications was performed. A visual inspection and functional testing of the returned device was also conducted. One device was returned for evaluation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. The support sheath is bent. A functional test determined the handle does not actuate the basket formation. A visual examination noted no damage to the basket sheath. The support sheath and the basket sheath were found to be detached. The customer complaint was confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted there were no non-conformances found during manufacturing. A review of complaints history revealed there have been no other complaints associated with the complaint device lot number (7944546). Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during testing and prior to use in a ureteroscopic lithotripsy (urs) procedure, the basket on the ncircle tipless stone extractor could not be opened and therefore it was not used on the patient. The patient did not require any additional procedures due to this occurrence. As reported, there were no adverse effects to the patient due to this occurrence.